Event description:
It was reported that a foreign substance was noticed on the polyethylene.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.